Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer¿s blood glucose was 25.9 mmo/l. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer was not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.